Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported additional cuts were made due to incorrect cutting block design. Intraoperatively, surgeon decided to revert to standard instrumentation and assessed the femur to be a size 7 not the size 6 as per the plan. Once the femur and tibia were both prepared the surgeon could not get a 9mm poly inserted and so had to resect more from the distal femur. Once the trial poly was in, the surgeon also decided the tibia was a size 7 not the size 8 as per the visionaire plan.